Manufacturer narrative:
(B)(4). The band/balloon sub-assembly with 15.7cm of catheter was returned for analysis. Per visual observation, the buckle was observed to be cut at the right side with scratches on the top side of the buckle. There were three fold lines observed on the balloon. The complaint cannot be confirmed, analysis of the returned device cannot confirm events that are physiological in nature such as band erosion and infection. A review of the instructions for use, state that infection and erosion are recognized adverse events associated with gastric banding and the realize band. The lot number was provided therefore review of the manufacturing records is not possible. A review of the manufacturing process indicates that all products are inspected prior to distribution and sterilized with irradiation. Sterility is guaranteed unless package is opened or damaged.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Event description:
It was reported that post implant an adjustable gastric band, in (B)(6) 2010, the surgeon disconnected the port from the band for unknown reasons. The patient returned to have the band tubing reassembled to the port and possible port replacement on (B)(6)2010. The surgeon observed a brown substance in the band tubing. An endoscopy was performed and the substance send for culture. The surgeon confirmed that there was an infection and the band had eroded into the stomach. The band was removed. The patient had no symptoms of any kind when returning for the port replacement procedure.